Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. Upon inspection, the fse observed the syringe leaking with crusty build up around the bottom. The fse removed the syringe, cleaned the housing and mount, and installed a new syringe.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that while performing the monthly maintenance procedure it was discovered that the fitting on the syringe for the creatinine (crem) reagent was leaking and dripping under the stirrer motor on the synchron lx20 pro chemistry analyzer. It was also noted that a dried residue was discovered under the total protein module (tpm). No injury or operator exposure was reported.